Manufacturer narrative:
H3: product analysis part# 6550017 ; lot# kh21b136- visual and optical inspection confirmed the tab extender has broken at the connection end. The extender may have not been seated all the way down on the screw head. This type of damage is consistent with bend stress overload. H6: updated eval. Code method and eval. Code result post analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient implanted with a spinal product using extenders in a percutaneous posterior fusion at t3-t9 for compression fractures of t6. It was reported that the tab extenders broke when it was disconnected. It was likely that it was not plugged in until the tab breaker was placed. The event was associated with a patient. There were no patient symptoms or complications as a result of this event. This was not a revision surgery, there was no delay in overall procedure time, there was no in-patient hospitalization or prolongation of existing hospitalization necessary, and there was no treatment or additional surgery performed as a result of this event. No further complications were reported/ anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.